Event description:
Information was received indicating that the software of a smiths medical medfusion pump could not be updated from the interconnect board. Subsequently, user spoke with tech support where he directed customer to make a board replacement request. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with no signs of physical damage. During analysis, power up process was performed and uploading software from base to head of pump was attempted. It was noted that the main board did not operate as intended and was the cause of the reported issue. The main board will be scrapped by service. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.